Manufacturer narrative:
This complaint is recorded with zimmer biomet under (B)(4). The device was returned to the manufacturer, however the investigation was not completed at the time of this report. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the device would not turn to mesh. The reported issue occurred during mesh of previously recovered cadaveric donor skin and harvested graft was not usable. No adverse events have been reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6), 2017, it was reported that the device would not turn to mesh. On (B)(6), 2017, it was clarified that the issue occurred during mesh of previously recovered cadaveric donor skin on (B)(6), 2017 and an alternate device was retrieved for use. The event was not identified immediately upon opening the device and before first use. The event not occurred during first-ever use of the product and also not related to surgical technique or user error. The harvested graft was not usable. The blade was properly placed for use. The dermacarrier was at room temperature and the device was not repaired by someone other than zimmer biomet. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4), and a 2:1 ratio cutter, serial number (B)(4) for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) four times as documented in the repair reports in livelink. The last repair was (B)(6), 2017 where it was reported that the gears were bad and the roller, worn bushings, worn side plates, damaged comb, and gears were replaced. This is not a related issue. Initial qa inspection of the skin graft mesher on (B)(6), 2017 revealed that the complaint could not be duplicated. The comb was bent and the roller, side plates, and shoulder bolts were damaged. The pre-tests could not be performed due to the damaged parts on the device. The 1.5:1 ratio cutter, serial number (B)(4) produced a passing sample mesh. The 2:1 ratio cutter, serial number 1506042 failed to produce a passing sample mesh and was deemed non-repairable. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2017 which included replacement of the roller, worn bushings, worn side plates, damaged comb, gears, and damaged hardware. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non-verifiable since the complaint could not be duplicated. However, this does not mean that the customer did not have this problem with the device. The reported event was non-verifiable since the complaint could not be duplicated, hence, a root cause cannot be determined. However, this does not mean that the customer did not have this problem with the device. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Skin graft mesher, serial number (B)(4), was repaired, tested and returned to the customer. No further conclusions can be drawn from the complaint history review that warrants further action.

Event description:
Initial inspection revealed that the comb was bent.